Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty in connecting the stopcock with air visible was confirmed when the device was pressurized. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incident for leaks or difficulty to connect. An expanded review was conducted and concluded the issue may be related to the manufacturing process. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: during preparation, the stopcock could not be threaded onto the clip delivery system (cds) correctly, which caused continuous air. It was suspected that this was due to an incomplete seal between the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds) air bubbles were seen in the cds shaft, and if were to reoccur during use in the anatomy, has the potential to lead to an air embolism. It was reported that the clip delivery system (cds) was prepared per the instructions for use (IFU). After preparation, the cds was moved to the patient table but air bubbles were seen in the cds shaft. The device was taken back to the prep table and re-prepped but the air bubbles were still seen. The device was inspected and no leaks were observed. The stopcocks were exchanged but the bubbles were still observed. The device was never inserted into the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the cds issue.